Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted for a gastrointestinal (gi) bleed. It was stated that the patient was discharged home.  No additional information available.

Manufacturer narrative:
It was reported from the site that the on (B)(6) 2017 the patient was complaining of dark stools and vomiting daily. Patient was admitted to the hospital with recurrent gastrointestinal (gi) bleeding with supra-therapeutic international normalized ratio (inr) and acute anemia. On patient admission vitals were blood pressure (bp): 73/53 mmhg, heart rate (hr): 98 beats per minute (bpm), rr: 8, temperature (temp) 36.7 c. Labs: red blood cells (rbc) 3.32x10(6)/mcl, hematocrit (hct) 26.4%, mcv 79.5 flow, mch 24.1 pg., mchc 30.3 g/dl. Left ventricular assist device (lvad) parameters showed flow 2.5, speed 2400 rpm, and power 3.6. A gi consult is done and IV fluids are started at 50cc/hr and a bolus of 250cc of fluid is given. Due to his acute anemic status, a type and screen is done in preparation for blood transfusions. Patient received 7 units of packed red blood cell (prbc) over his hospital stay. His inr was managing with pharmaco-therapeutics until reaching an inr of 2-3 by holding his coumadin and aspirin (asa) and using heparin while his hct and hemoglobin will return to normal levels. No changes in meds from time of admission to discharge. At time of discharge the lvad parameters were flow 4.6, rpm 2400, power 2.6. Vitals at discharge bp: 85/49 mmhg, hr: 61 bpm, rr: 18, temperature 36.3 c. It was further stated that the issue was resolved on (B)(6) 2017. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.